Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lej140 batch number, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent an unknown laparoscopic procedure on (B)(6) 2020 and suture was used. Whilst suturing laparoscopically a needle came off the thread, didn¿t look like any significant force was applied to the suture. No reported delay to the case. There were no adverse patient consequences reported.